Event description:
The account reported bed exit was not functioning. The bed was located in 4 york at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician tested the unit and found the bed exit was functioning as designed. No problem found. Most likely cause is user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician found the bed exit functions as designed, no repair needed. Based on this information, no further action is required.